Event description:
The customer reported an intermittent connection with the therapy cable. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported an intermittent connection with the therapy cable. There was no report of patient impact or involvement. The customer subsequently reported having replaced the therapy connector which resolved the issue.